Event description:
(B)(4). It was reported that the patient experienced angina, restenosis and stent insufficient apposition occurred. In (B)(6) 2010, the patient presented with worsening symptoms of left sided chest pain radiating down to the left arm (from past 3 days), was diagnosed with angina and was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was an 80% stenosed, de novo lesion located in the proximal left anterior descending artery (lad) with vessel diameter of 3.00 mm and 6 mm lesion length. The lesion was treated with direct stent placement using a 3.00 mm x 8 mm promus element stent resulting to 10% residual stenosis. Target lesion # 2 was an 80% stenosed, de novo lesion located in the distal left circumflex (lcx) with vessel diameter of 2.25 mm and 16 mm lesion length. The lesion was with pre-dilatation and placement of a 2.25 mm x 20 mm promus element stent resulting to 10% residual stenosis. The patient was discharged on aspirin and prasugrel on the same day. In (B)(6) 2012, the patient presented with severe chest pain radiating to the left arm (which was not relieved by glyceryl trinitrate) which was diagnosed as unstable angina. ECG was performed which shows subtle anterior st elevation and the patient was hospitalized. On the same day, during revascularisation of lad, oct to lad revealed tight instent restenosis with slightly underexpanded stent, which was treated during revascularization. The 90% diffuse, tight re- stenosis of the previously placed study stent located in the mid lad was treated with balloon angioplasty, oct to lad and placement of 2.5 x 28 mm, 2.5 x 18 mm and 2.5 x 12 mm non-bsc drug eluting stents in an overlapping manner from proximal to distal lad resulting to 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel one day post procedure.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).